Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a check, the battery voltage of the device was found to be 2.56v with an estimate of greater than a year to eri. Less than a week later, the voltage was found to be 2.47v with less than three months to eri through remote transmission. Another transmission shortly after showed that the voltage had recovered to 2.54v and the estimate was above a year again. The patient was asymptomatic from the event. No action was taken. The patient will continue to be monitored normally for eri.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.